Event description:
New information noted that the implantable cardioverter defibrillator and right ventricular lead were explanted and replaced. The patient was stable post procedure.

Event description:
Related manufacturer reference number: 2017865-2021-24613, related manufacturer reference number: 2017865-2021-24615. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead had dislodged and was sensing the wrong chamber. On (B)(6) 2021, the patient presented for lead revision. During the procedure it was found that the dislodgement was due to twiddler's syndrome. The lead was stuck in the tricuspid valve and the physician was unable to explant it. The procedure was abandoned and the implantable cardioverter defibrillator was programmed off. The patient condition was stable before, during, and afterwards. On (B)(6) 2021, the patient underwent another revision. When the physician removed the device from the pocket, the rv lead dislodged and was able to be removed and was replaced. At the post operation check the next day, the new rv lead was capturing in the atrium again. The patient had twiddled the night before. The device was programmed off. The patient has remained stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.